Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper latch switch was failing. This part is a known contributor to system error 322 alarms. The upper auxiliary assembly, which contains the upper latch switch, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
During review of the event history log, system error 322 was discovered. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.